Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for resistance and subsequent obstruction/occlusion was unable to be confirmed. Available information suggests that patient factors (undersize vessel) likely contributed to the event as reported at the event description the patient present some diameters smaller than 5.5cm at the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in italy regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with pre-existing homograft that had a moderate-severe insufficiency, the access (both right and left) were without calcifications and straight, but with some diameters smaller than 5.5 mm but the vessel was not predilated. During the procedure, there were no difficulties inserting esheaths in the patient, but a lot of resistance was felt when introducing the commander delivery system with crimped valve through the 14f esheath+. After a while, in which they tried to push really hard, it was decided to pull out all the system as a unit and it was decided to use a new 16f esheath+ with a new delivery and a new valve. Again, a lot of resistance was felt but it was managed to advance through and exit the esheath+ with the valve. The implant went well without complications. A percutaneous transluminal angioplasty (pta) had to be performed on the femoral access in order to open the vessel that appeared quite closed at the angiography. The patient was fine post procedure. It is not possible to determined exactly which esheath caused the femoral occlusion since the vessel angio was performed just at the end and not between the change of the esheaths. The occlusion was detected when the closure device was already installed. The insertion angle was quite normal for both esheaths, quite close to the leg, the loader was fully inserted into both sheaths and the difficulty introducing the commander with crimped valve was experienced less or more after the non expandable part, in the middle of the external iliac artery for both of the esheaths.

Manufacturer narrative:
The investigation is ongoing.